Manufacturer narrative:
The suspect lenses have been requested but not received. Lot #l001jkn was reported as the suspect lot number. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Our affiliate reported that "the consumer has four closed units" and was the same rx ou. The lenses were requested for evaluation. If additional information is received, will report within 30 days of receipt. (B)(4). Device labeling single use or reuse. Device not returned. No evaluation will be performed. No conclusions can be drawn.

Event description:
(B)(4) affiliate reported patient (pt) with a corneal ulcer ou while wearing acuvue 2 contact lenses (cl). This report is for the event od; the os is reported in file 1033553-2011-00045. The patient went to the emergency room on (B)(6) 2011 and was treated with "vigadexa" eye drops. The suspect lenses have been requested if it is available but not received. The patient was not admitted to the hospital. The patient was changing cl every 30 days, and using opti-free mps to clean/disinfect them. Our affiliate spoke with "the patient's ophthalmologist on wednesday (B)(6), when she told me the patient was getting better each day, and that the ulcer was almost healed. The nature of the ulcer was supposed to be infectious, but the ophthalmologist has not done any culture or collected any other complimentary exam. The ulcer was not in central cornea - all were in the periphery. The ophthalmologist has not provided any information on the patient's visual acuity." The patient "was prescribed moxifloxacin eye drops every 3 hours from the 2nd day on (started with every 15 minutes for 1 hours, then every 30 min for more 1 hour, then every hour until sleep in the first day), nevanac qid and systane qid."